Event description:
It was reported that pump repeatedly displayed altitude alarms, which interrupted insulin delivery, and customer wore pump against skin without a case. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes as instructed, removed and reconnected cartridge, and attempted to resume insulin but was unsuccessful, then waited for possible moisture to evaporate while technical support continued troubleshooting. When alarms persisted, customer switched to multiple daily injections as backup therapy, and technical support replaced pump and cartridge, provided instructions for storage and return of problematic pump, advised customer to reprogram settings and reconnect continuous glucose monitor on replacement pump, and arranged shipment with tracking information sent by email.